Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported by the patient had high blood glucose 497 mg/dl when admitted to hospital on (B)(6) 2024 from 9:30 am to 3pm. When the patient was admitted to the hospital, symptoms were feeling sick/unwell and reason of hospitalization was diabetic ketoacidosis. The patient treated with IV insulin drip (intravenous insulin infusion) and requested a normal pump. No further information was available.